Manufacturer narrative:
Evaluation results: the device was received with indentations and surface scratches on the exterior housing. White corrosion found inside the sensor, nurse call, and dc input jack receptacles indicating that the unit was exposed to moisture. Both dust covers underneath the battery slots have been damaged. The evaluation of the device found that it sounded properly when in use with a sensor pad, but it did not send a signal to activate the light at the nurse call test fixture due to moisture exposure. This loss of functionality could contribute to a patient incident as the alarm may not alert the caregiver of a patient exit. Being that the unit is more than four years old, it is likely the cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
The customer contacted us via phone call. The customer states that they have qty 2 of product that they would like inspected for warranty replacement. Both products s/n (B)(4) and (B)(4) will not sound with a sensor pad attached. This is whether the pad is engaged or disengaged. We tried a new pad on the phone. The pad was plugged in and the alarm turned on without any pressure on the pad the alarm did not sound. No gtin information was available. The date the issue was discovered is unknown and no incident or serious injury was reported.